Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that the right ventricular lead exhibited low lead impedance, noise, and sensing decrease via merlin.net. The lead remained implanted.

Event description:
New information on (B)(6) 2015 indicates the lead continued to exhibit noise and low impedance. The physician suspects an insulation anomaly. The lead remained implanted.